Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was 582mg/dl. The customer was treated for the highs at the hospital. The customer states they had pancreatitis and were given antibiotics. The incident was documented. No further assistance provided at this time.